Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shock impedance measurements. The pace impedance measurements were also reported to have increased recently but remain within range. Boston scientific technical services (ts) discussed the possibility of calcification developing on the coil. There has been no noise on events and sensing has been stable. No adverse patient effects were reported. The system remains in service.